Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose (bg) levels. Tandem technical support telephoned the customer and the customer stated that she was "ok" and declined the offer to troubleshoot. The customer had already spoken to a trainer and another tandem representative about the bg. No additional information was provided.